Event description:
It was reported that additional intervention was required for a dislodged stent. An express ld balloon expandable stent was selected for use to be implanted in the renal artery. The stent delivery system was advanced to the target location. However, the stent was inadvertently deployed in the incorrect location. A second express ld stent was selected for use. However, this stent moved on the balloon and had to be removed through the sheath. A third express ld stent was selected, and it was successfully implanted next to the first stent. There were no patient complications.

Event description:
It was reported that additional intervention was required for a dislodged stent. An express ld balloon expandable stent was selected for use to be implanted in the renal artery. The stent delivery system was advanced to the target location. However, the stent was inadvertently deployed in the incorrect location. A second express ld stent was selected for use. However, this stent moved on the balloon and had to be removed through the sheath. A third express ld stent was selected, and it was successfully implanted next to the first stent. There were no patient complications.

Manufacturer narrative:
H6 evaluation results code: corrected to "no device problem found' from "fracture problem". Device eval by MFR: the device was returned, and analysis was completed. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The stent crimp marks on the balloon material could be clearly identified. The device was received with stent separated from the delivery system. The stent was not returned for analysis. A visual examination identified no issues with the tip that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that additional intervention was required for a dislodged stent. An express ld balloon expandable stent was selected for use to be implanted in the renal artery. The stent delivery system was advanced to the target location. However, the stent was inadvertently deployed in the incorrect location. A second express ld stent was selected for use. However, this stent moved on the balloon and had to be removed through the sheath. A third express ld stent was selected, and it was successfully implanted next to the first stent. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The stent crimp marks on the balloon material could be clearly identified. The device was received with stent separated from the delivery system. The stent was not returned for analysis. A visual examination identified no issues with the tip that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.